Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high sensing integrity counter (sic) and fast non-sustained ventricular tachycardia (vt) episodes. A lead noise warning was also triggered for the rv lead due to ventricular oversensing-noise episodes. In addition, the rv lead was noted to be implanted beyond the expiration date. The rv lead remains in use. No patient complications have been reported as a result of this event.